Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue multi measurement server x2. No sound was coming from the device and there were no audible alarms. The device was not in use monitoring a patient at the time of the reported event. No death or patient / user injury or harm was reported.